Event description:
It was reported that after the implant of the device, the patient presented with symptoms of a transient ischemic accident. The patient remained hospitalized and transferred to neurologic services. The device and lead remain in use. The patient is enrolled in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4396 implantable pacing lead, 2013-(B)(6), (B)(4).